Event description:
The reporter stated that there were three events of the device leaking blood at the valve by the stopcock. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received; however, smiths has not yet completed it's investigation into this issue. A follow up MDR will be submitted when the investigation has been completed.